Event description:
It was reported that this implantable pulse generator (ipg) exhibited noise that was oversensed on the atrial channel, which resulted in storage of inappropriate atrial tachy response (atr) episodes. The noise is expected to be from an external source. Additionally, an alert was noted for out of range intrinsic amplitudes on the left ventricular (lv) channel. No undersensing on the lv channel was observed. The reported clinical observations were documented. The system remains in service and no adverse patient effects were reported.